Manufacturer narrative:
(B)(4). The evaluation was completed by a non-medtronic service provider. Provider inspected the device and could not duplicate the alleged event. No parts were replaced. The reported complaint could not be confirmed as product was not return.

Manufacturer narrative:
Covidien reference number: (B)(4). The evaluation has not been completed. If further information is provided, a supplemental follow-up will be submitted.

Event description:
It was reported that, the touch screen on an 840 ventilator was not working. Although requested, information has not been provided regarding the exact issue being reported. Information as to the area of use when the issue was observed has also been requested and not provided.